Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8, h6, and h10. The medical safety assessment meeting determined this complaint reportable as a serious injury given the inability to determine if the injury would cause long term damage. Physical inspection cannot be conducted as the device is not returning to olympus. The original equipment manufacturer(OEM) is unable to conduct a device history record review due to the device not being returned to them. This is due to the OEM's lot/serial numbers not directly correlating to osta's lot/serial numbers. Based on the available information in the complaint and risk management records, there is no evidence of the severity or occurrence of patient harm being greater than expected. That is, the current risk-benefit of the soltive laser system is unchanged. The complaint does not exceed the trending limits and the rate of incidence of ureteral related patient complications is in line with the current risk assessment. Olympus has implemented software upgrades to reduce risk of injuries to sensitive anatomies such as the ureter. No specific actions are required at this time because as a result of these complaints. The definitive cause of the reported event cannot be established. Olympus will continue to monitor complaints for this product.

Event description:
The customer reports during a ureteroscopy procedure using a soltive laser with two laser fibers, the patient experienced a ureteral burn described as ¿some charring of the ureteropelvic junction (upj) area¿. Sequence of events as follows: the physician was fragmenting a left renal cysteine stone. Continuous irrigation was being used throughout the procedure. The settings being used during the case were reported as: fragment 0.2 joules, frequency 40 = 24 watts; dust 0.2 joules, frequency 100 = 20 watts. At some point during the procedure, vapor was noted to be coming from the ureteral access sheath. Two different fibers were used with the same result. The procedure was stopped when the vapor was noted. The patient has required no intervention as a result of this occurrence. There have been no additional consequences to the patient as a result of this event. There was no malfunction of the laser generator reported. There was no abnormality in the appearance of the laser fibers before or after the procedure, the fibers looked intact. Case with patient identifier (B)(6) reports the laser generator used in the case. Case with patient identifier (B)(6) reports the first laser fiber used in the case. Case with patient identifier (B)(6) reports the second laser fiber used in the case.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.